Event description:
Healthcare professional reported "textured to smooth exchange" and "right device rupture" the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Anxiety-product/procedure-breast: unable to observe since it is not related to the device. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "textured to smooth exchange" and "right device rupture" the device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02/jul/2024.

Event description:
Healthcare professional reported "textured to smooth exchange" and "right device rupture" the device has been explanted.